Event description:
It was reported in a literature publication that a retrospective review was conducted of the medical records of all patients who underwent alif with and without rhbmp-2. Patient demographic, operative, and complication information was analyzed. Male patients who underwent alif between l-4 and s-1 were contacted to assess postoperative urological complications. Of the 110 male patients who underwent alif and were included in this study, 59 were treated with rhbmp-2 and 51 did not receive rhbmp-2. The mean follow-up duration was 17.5 months for the rhbmp-2 group and 30.8 months for the control group. Thirteen (13) patients in the rhbmp-2 cohort developed urological complications. In this study, the use of rhbmp-2 with alif surgery was not associated with an increased incidence of urological complications and retrograde ejaculation when compared with control alif without rhbmp-2. Five (5) patients had retrograde ejaculation post-op.

Manufacturer narrative:
Literature article citation: lubelski et al. Urological complications following use of recombinant human bone morphogenetic protein - 2 in anterior lumbar interbody fusion. J neurosurg: spine ((B)(6) 2012). (B)(6). Implant date: (B)(6) 2002 - (B)(6) 2010. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.